Event description:
It was reported that a mini vision stent delivery system (sds) was prepared without any issues and the sds was advanced onto a balanced middleweight guide wire without resistance to stent a moderately tortuous, moderately calcified, right coronary artery (rca) lesion. Prior to the sds entering the patients anatomy, the physician noticed the stent was moved proximally on the sds. The sds was removed without difficulty from the bmw guide wire. Reportedly, this was not seen during preparation or prior to being inserted onto the guide wire. Another mini vision sds was used for the procedure with the same guide wire. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unstable stent was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformance issues for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.